Event description:
It was reported that the user experienced cgm inaccuracy while using an ilet system with a dexcom g7, observed a fingerstick blood glucose of 266 mg/dl, and performed a full supply change with insulin delivery resumed; no insulin leakage or bent cannula was reported, and initial hyperglycemia was followed by a subsequent low after corrections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.